Manufacturer narrative:
(B)(4). Concomitant medical products: unknown longevity acetabular liner; unknown kinectiv neck; unknown kinectiv stem; unknown trilogy acetabular shell. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 03409; 0001822565 - 2017 - 03416.

Event description:
It was reported patient¿s left hip was revised approximately 6 years post-implantation due to pain, pseudotumor, corrosion, dislocation, fluid collection, soft tissue with necrosis and chronic inflammation. Intraoperative findings stated failed left total hip arthroplasty with taper junction corrosion, pseudo tumor with completely absent gluteus medius and minimus attachments to the greater trochanter, evidence of corrosion and necrotic friable debris. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay this report was erroneously submitted under MFR (B)(4). This report should be voided as a corrected report has been submitted under MFR 0002648920-2017-00530.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was unable to be confirmed. Device history record review was unable to be performed as the part number / lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.